Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient/procedural conditions. The reported worsening mr was likely a symptom/secondary effect of the leaflet cleft, as the mr was noted to have worsened when the cleft was identified. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet cleft and increased mitral regurgitation (mr). It was reported that the mitraclip procedure was performed to treat degenerative mr with a grade of 4. One clip (60210u204) was implanted, reducing the mr to <1. One-day post procedure ((B)(6) 2016), it was found that the patient had a leaflet cleft with increased mr of 4. The implanted clip was confirmed to be stable on the leaflets. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was attempted, but due to increased pressure gradient. The clip was not implanted and the mr remained at 4. The gradient returned to baseline, and no further clips were attempted. The patient is currently stable. No additional information was provided.